Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
A retrospective review indicates this event is connected to the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.

Event description:
Additional information received indicates the ipg was replaced to address the issue.

Manufacturer narrative:
The event of ipg communication following surgery was reported to abbott. The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. Troubleshooting was unable to resolve the issue. The patient¿s ipg was explanted and replaced. Therapy restored with no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient had unrelated surgery and surgery mode was enabled. Following the procedure the patient could not connect to the ipg. Attempts to establish a connection were not successful. Surgical intervention may take place in the future to address the issue.